Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) it was noted that "iab optical sensor failure" alarm was generated. The iab pump (iabp) was replaced however the alarm reoccurred. An alternative arterial pressure source was used to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) it was noted that "iab optical sensor failure" alarm was generated. The iab pump (iabp) was replaced however the alarm reoccurred. An alternative arterial pressure source was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were found on the catheter tubing approximately 68.6cm and 73.7cm from the iab tip. The optical fiber was found to be broken within the catheter tubing at the kinked location of 68.6cm. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4)

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) it was noted that "iab optical sensor failure" alarm was generated. The iab pump (iabp) was replaced however the alarm reoccurred. An alternative arterial pressure source was used to continue therapy. There was no reported injury to the patient.